Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, the 8mm harmonic ace instrument suddenly broke but it did not cause any harm to the patient, and the broken end has been removed. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have a broken blade at the grip base point of the grips location. A piece approximately 10.16 mm x 2.00 mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
Refer to h11 for follow-up information.